Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.(kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 184 mg/dl using truemetrix meter and test result reported of 86 mg/dl using trueresult meter. The customer's expected fasting blood glucose test result range is 80 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all results.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 184 mg/dl using truemetrix meter and test result reported of 86 mg/dl using trueresult meter. The customer's expected fasting blood glucose test result range is 80 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date is 11/05/2016. The meter memory was reviewed for previous test result history: the 103mg/dl (B)(6) 2016 10:18 am fasting:yes the 113mg/dl (B)(6) 2016 10:15 am fasting:yes the 125mg/dl (B)(6) 2016 10:15 am fasting:yes the 184mg/dl (B)(6) 2016 10:15 am fasting:yes the 104mg/dl (B)(6) 2016 10:24 am fasting:yes memory concerns:customer is concerned with all results.